Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-apr-2024. E.1 initial reporter first name: (B)(6). E.1 initial reporter last name: (B)(6). H.6. Investigation summary: bd received 100 samples and 1 photo for investigation. The photo and customer samples were visually inspected and the customer¿s indicated failure mode for damaged tubes was observed. Additionally, retention samples were evaluated by visual examination and the indicated failure mode for damaged tubes with the incident lot was not observed in the retains. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubes, based on the photo and customer returned samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes, there were seven broken tube caps. There was no report of impact on the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes, there were seven broken tube caps. There was no report of impact on the patient or user.